Event description:
It was reported that pump had malfunction alarm code Malf 12 with no notable events occurring beforehand, and malfunction was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset instructions and assisted caller with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.